Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed in conjunction with an 0x41 alarm, indicating rotational sensor maximum summed error table. First prime ended prematurely, lasting 21 pulses. After 31 pulses across both priming sequences, the ratchet gear did not advance enough for the needle mechanism to deploy, and the pod was subsequently deactivated. 32 total pulses were delivered. Rotational sensor abnormalities were replicated in a rerun in conjunction with an 0x42 alarm, indicating rotational sensor minimum pulses between safety sensor trans. Contamination was observed on the commutator cap, which is confirmed as the root cause of the rotational sensor abnormalities, 0x41 alarm, and subsequent needle mechanism failure.the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed in conjunction with an 0x41 alarm, indicating rotational sensor maximum summed error table. First prime ended prematurely, lasting 21 pulses. After 31 pulses across both priming sequences, the ratchet gear did not advance enough for the needle mechanism to deploy, and the pod was subsequently deactivated. 32 total pulses were delivered. Rotational sensor abnormalities were replicated in a rerun in conjunction with an 0x42 alarm, indicating rotational sensor minimum pulses between safety sensor trans. Contamination was observed on the commutator cap, which is confirmed as the root cause of the rotational sensor abnormalities, 0x41 alarm, and subsequent needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.